Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted internal mammary artery mobilization surgical procedure, when small clip applier was fired the clip applier pointed down with surgeon moving it after each firing. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of functional test failure imprecise motion to be related to the customer reported complaint. The instrument was found to have an imprecise motion failure. This instrument¿s grip tip was not moving intuitively, i.e. It was not following the master tool manipulator (mtm) input commands smoothly. The instrument tip did not move intuitively when opening the grips and was pointing upward. The instrument exhibited imprecise motion. Additional observation(s) related to the customer reported complaint was also identified: the horizon small clip applier instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks #6 and #7. As a result, the instrument exhibited imprecise motion during functional test on in-house system. Additional observation(s) not related to the customer reported complaint was also identified: the horizon small clip applier instrument was found to have an input disk cracked. Hairline crack were found on pitch input disk #5.